Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history did not identify a lot specific product quality issue. All available information was investigated and the reported single leaflet device attachment/slda resulting in unchanged mitral regurgitation (mr) appears to be due to challenging patient anatomy. The surgical procedure and hospitalization were result of case specific circumstances. The reported patient effect of unchanged mr, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report single leaflet device attachment/slda, prolonged hospitalization and surgical intervention. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. It was noted mitral annular calcification and aortic stenosis. A clip delivery system (cds) was advanced to the mitral valve, and the clip was placed. However, upon deployment, the clip was intense. The clip became detached from the anterior leaflet but remained attached to the posterior leaflet (single leaflet device attachment/slda). One clip was implanted, and mr is 4. The patient remained hospitalized and was sent to surgery for mitral valvuloplasty. The mitral valve was successfully repaired and the clip was explanted. There were no adverse patient effects and no reported clinically significant delay in the procedure. No additional information was provided.